Event description:
It was reported that a pump malfunction occurred. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, which resolved the issue, and was advised to call back if the malfunction recurred.